Event description:
It was reported that stent fracture occurred. The 60 to 70% stenosed target lesion was located in mildly calcified and moderately tortuous vessel. A 3.00 mm x 20.00 mm promus premier select stent balloon expandable was selected for percutaneous coronary intervention (pci). Before inflation, a fracture of the stent struts at the distal end was observed. The stent was retracted and removed in one piece, and another stent was used. The procedure was completed and no patient complications were reported.